Event description:
It was reported that the patient underwent an unrelated surgical procedure and later found that the hardware from the previous surgery was the obstructing area for implant. Therefore the procedure was aborted.

Manufacturer narrative:
Date of event is estimated.